Event description:
It was reported that the control module is being returned due to the blue connection plug is defective. No further info is avail. No reported pt consequence.

Manufacturer narrative:
Date sent: 02/15/2008. Eval summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The unit was received at the international service center for a checkout. Based upon the inquiry info received visual and functional examination, the unit was found to require; software modified, uniboard modified, pump wire modified, mechanical dc motor upgrade and electrical upgrade performed, fastening material replaced, missing accessories replaced, lemo footpedal connector secured with loctite 242, mains socket bonded with epoxy. Defective vso replaced. The database was reviewed and no prior servicing history was found; therefore, no service history review could be done. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.